Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the pt had a very small in diameter distal aorta, which measured approx 8 mm. In addition, she had another narrowing of her aorta 2 cm above the bifurcation with a flow lumen of approx 10 mm. The physician placed the bifurcated stent graft on the left iliac artery side. The physician started to deploy the stent graft, but the gate did not open as it was deployed in the narrow portion of the aorta. Consequently, the physician elected to convert the stent graft to an aorta-uni-iliac. The physician extended the left iliac graft to the hypo gastric with a 13 x 8.5 iliac limb. A 22 mm aortic cuff was then deployed across the flow divider to divert flow to one iliac with the intention of doing a subsequent femoral to femoral bypass. After deploying the cuff, the left iliac artery was avulsed as the physician attempted to remove the delivery system. The physician emergently placed a 13 x 8.5 iliac limb across the area that was avulsed. The pt was stabilized and the physician proceeded with the intervention. The physician elected to angioplasty balloon the top of the graft to seal the aortic cuff, an arteriogram was performed and it demonstrated that the renal arteries had been covered with the initial bifurcated graft. Consequently, a decision was made to convert the pt to an open aorta-femoral-femoral repair. The cause of the covering of the renal arteries may be due to the two narrow areas in the aorta which pushed the device upward as it was being deployed. No add'l clinical sequelae were reported.